Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral component precoat: item# 00596001851, lot# 61856913; nexgenâ® complete knee solution, trabecular metal standard primary patella: item# 00587806538, lot# 61449302; trabecular metal posterior stabilized monoblock tibial component: item# 00588605810, lot# 62082414. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left total knee arthroplasty and subsequently patient underwent a revision procedure due to pain and dysfunction caused by failure of patellar component. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Per package insert, knee pain is a known adverse effect of this system. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.